Manufacturer narrative:
Conclusion: damage to the active electrode, as might be caused by an external mechanical impact, was determined to be the root cause of device failure. Other damages found during investigation are most likely related to explantation surgery. The problems given in the recipient report appear to match the damage found. This is a final report.

Event description:
The user has had a poor hearing performance with the device for a few weeks. A trauma was not confirmed but is likely because the user is an active boy. Re-implantation was carried out.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
Since weeks the hearing performance of the user is affected. A trauma was not confirmed but is likely because the user is an active boy. Re-implantation is considered.

Manufacturer narrative:
Additional information: according to the currently available information, damage to the active electrode as might be caused by an external mechanical impact appears likely. However to determine an exact root cause a device investigation of the explanted device is necessary. Re-implantation is being considered, but no surgery date has been communicated.

Event description:
The user has had a poor hearing performance with the device for a few weeks. A trauma was not confirmed but is likely because the user is an active child. Re-implantation is considered.